Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she sought medical intervention for a complaint dated (B)(6) 2011, in which pt reported experiencing pain at her insertion sites. After the initial report was made, pt consulted her doctor, who determined that pt was allergic to the sensor wire. During a f/u call by dexcom technical support on (B)(6) 2011, pt's parents reported that pt had experienced burning, itching, and inflammation at the insertion sites and has discontinued use of the device. Pt was fine at the time of the f/u call.